Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion tubing and site multiple times. The customer's blood glucose level was 532 mg/dl and an insulin injection was used to address the high bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be performed.